Event description:
A us distributor reported that a battery charger displays error code when charging battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (displays error code when charging battery pack has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to physically damaged l4 on the bedside pca. The root cause for the damaged l4 could not be positively identified. No adverse event resulted from the damaged charger.